Event description:
The end-user's caregiver/niece stated that her uncle fell when the inside of the caster wheel broke on his rollator. Her uncle hit his head which caused him to be disoriented. He was hospitalized for ten (10) days followed by four (4) days of rehab. He will require rehab in his home to assist him with walking. No details were given as to the extent of his injury. The caregiver/niece stated the rollator was purchased on (B)(6) and the serial number was not legible. They called only to request a replacement rollator.